Event description:
This ra lead was implanted on (B)(6) 2009 and remains implanted at this time. A call was placed to technical services on 05/30/2018 stating that atrial pacing lead impedance was out of range. On (B)(6) 2018, lead safety switch was tripped by one impedance spike of greater than 3,000 ohms. Additionally, the noise was observed after lead safety switch (lss) occurred and no noise prior to lead safety switch (lss). The following physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).